Event description:
Loss of osseointegration

Event description:
Loss of osseointegration since the material number has been changed, it has concluded in an update that is provided in this follow-up report.